Event description:
It was reported an intra-aortic balloon pump was unable to establish a reliable electrocardiogram trigger upon placing the pt on the pump. The pt was transferred to another intra-aortic balloon pump. There were no pt complications. The bio-med dept at the user facility evaluated the balloon pump. The trigger board was replaced and the pump was placed back in service. The operating manual outlines the procedure for locating the possible causes for an inability to establis a reliable electrocardiogram trigger.